Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and reviewed; the imagery showed the distal tip torn on the esheath. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip torn and was confirmed, based on imagery provided for evaluation. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. These factors may increase resistance during advancement of crimped thv through distal tip. Patient factors (such as challenging anatomy) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by our french affiliate that during a transfemoral tavr with a 26mm sapien 3 ultra valve, during the procedure the 14fr esheath+ was inserted at a steep angle. When advancing the 26mm commander delivery system (ds) through the sheath tip there was resistance, though it was able to exit. The ds was withdrawn through the sheath without issue. After withdrawing it was noticed the distal tip of the sheath was torn. There were no patient injuries, and the patient was in stable condition.